Event description:
Additional information received that the lead was repositioned successfully to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, a decrease in r-wave sensing and loss of capture were reported on the right ventricular (rv) lead. Diagnostic imaging was performed which revealed no anomalies, however, the physician suspects microdislodgement on the rv lead. Repositioning is anticipated to be performed at the patient's followup to resolve the event. The patient was stable with no consequences.